Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. Contact force was displayed when the returned device was connected to the tactisys unit, with no error messages noted. During electrical testing multiple short circuits were detected and the device did not meet specifications during a shaft leak test. Further investigation revealed an adhesive failure at the shaft/distal tip transition, consistent with fluid ingress. Dissection revealed corrosion on the deformable body thermocouple at the location of the leak, consistent with the fluid ingress and short circuits detected during testing. The device met specifications for temperature testing and optical signal properties.

Event description:
This report is to advise of an event observed during analysis confirming an irrigation leak of the catheter and short circuits.